Event description:
Pt status post rib plate and screw implantation returned to surgeon. An x-ray showed in two of the four plates four screws were backing out which caused a seroma, fistula to skin and local wound infection. Surgeon removed the hardware. Surgeon noted the ribs were stable. This is seven of eight reports for this event.

Manufacturer narrative:
This information was not provided during the initial report. Synthes is unable to provide the manufacture, PMA/510k number and/or the date of manufacture as no product was returned and no lot number was provided. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no lot number was provided.